Event description:
A customer wore a pod for almost the full 72 hours. Around 7pm on 10/27 he experienced a bg of 315 mg/dl. The following day (time unknown), customer went to the hospital with bg's "over 500 mg/dl and had to be placed on an insulin drip." He went home later that day with a decreased bg level of 200 mg/dl. The customer is waiting to receive a replacement pdm and; therefore, is not wearing an active pod, but rather is manually correcting with a syringe. The pod was not returned for evaluation.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to confirm any product malfunction or defect that may have caused or contributed to the customer's "high" bgs (>500 mg/dl) and subsequent emergency room visit. To avoid hyperglycemia, the omnipod's user guide advises that users check their blood glucose at least 4 to 6 times a day. This allows users to act quickly and appropriate to high/low bg levels. To treat hyperglycemia, the omnipod's user guide advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check bgs again after 2 hours. If bgs have not decreased, take a second bolus by injection, using a sterile syringe. If bgs remain high after another 2 hours (a total of 4 hours), replace the pod. Then contact your hcp for guidance." Product lot qualification records were reviewed and determined to have met all acceptance criteria.